Manufacturer narrative:
.

Event description:
It was reported that the patient was hospitalized due to an unexpected shock from the right ventricular (rv) lead. The rv lead remains in use. It was further reported that interrogated electro-cardiograms shows far-field r-wave oversensing by the right atrial (ra) lead. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.